Event description:
Four freezing containers ruptured when removed from their protective aluminum cassettes for storage in liquid nitrogen. The contents of the container (human blood stem cells) were disposed of at the time of the events. It is standard protocol at most transplant ctrs to freeze sufficient back up cells for each pt. There were no adverse pt events reported in association with these ruptures. The account has been advised not to remove the containers from their protective aluminum cassettes when storing the liquid nitrogen tank. Storing the containers in the aluminum cassettes is standard practice in most transplant ctrs. The root cause of these sporadic events has not been conclusively determined. In-house testing has however shown that the breakages are most likely due to the ingress of liquid nitrogen into the container during cryopreservation. The containers are fragile when frozen and care must be taken not to mechanically damage the containers which would allow the ingress of liquid nitrogen and results in these breakage events. At the time of this report the samples have not been returned for eval.

Manufacturer narrative:
Device discarded.